Manufacturer narrative:
Contact address: (B)(4).

Event description:
The customer reported that the ventilator alarmed with patient circuit occluded. The customer reported there was no patient involvement.